Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product's needle was ripping off and multiple product was broken. The patient involvement was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, during ohe or neuter (open procedure) while closure of the incision (sq closure). No patient injury.